Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the tir20 cartridge did not fire the staple. Another reload was used to complete the case. There was no consequence to the pt.